Event description:
It was reported that a filter that was placed over 12 months ago was removed. It was then discovered that one of the legs had fractured and detached. Attempts were made to remove the broken component, but only part of it was removed. The other piece of the component still remains in the tissue anterior to the spine. The physician felt that the part of the leg still in situ will be of no clinical consequence. Pt is doing fine at this time.

Manufacturer narrative:
This event is being reported, as this device is the same or similar to a device currently marketed in the us, catalog number rf310f, g2 filter system, femoral. The device history report could not be reviewed, as the lot number is unk. The sample has not been returned for eval to date. The result of the investigation was inconclusive and the root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.